Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Although it is unknown whether our device contributed to the reported event (increase in pain), we are filing this MDR for notification purposes only.

Event description:
It was reported that the patient had a big reconstructive surgery for scoliosis. The patient had a spinal fusion in (B)(6) 2015. On an unknown date, post-op, the patient experienced increase in pain. The patient is allergic to nickel.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had undergone revision surgery on (B)(6) 2016.

Event description:
It was reported that the patient underwent spinal fusion with correction for scoliosis on (B)(6) 2015. The patient was implanted with rhbmp-2 to posterior spine.